Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2025, patient blood glucose level is 367 mg/dl. The patient had changed the cartridge earlier and noted the smell of insulin. Upon inspection, it was found that the needle guard was not removed, resulting in no insulin delivery. The patient performed a full supply change and resumed insulin successfully. No further information available.